Manufacturer narrative:
(B)(4). Report source- foreign- china. Concomitant medical products: liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells item#00631005032, lot#64285339; bone scr 6.5x30 self-tap item# 00625006530, lot# unknown; bone scr 6.5x25 self-tap item# 00625006525, lot# 63020289; shell porous with multi holes 52 mm item # 00620205220, lot# 64164970; standard offset size 12.5 reduced neck length 12/14 neck taper uncemented femoral stem # 00771101210, lot# 64172775. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent an initial right total hip arthroplasty approximately three (3) years ago. Subsequently, approximately two (2) years ago, the patient reported developing pain in the right hip. The patient had an MRI where infectious lesions and abscess formation in the upper femur, hip and periprosthetic soft tissue were found. Patient was admitted to hospital the following day and underwent a right hip lesion incision and exploration, debridement and dilation, internal fixation removal, device revision and tube flushing and drainage. The head and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided: product evaluation could not be performed. A review of the manufacturing records identified no deviations or anomalies during manufacturing. The device used for treatment. X-ray were received and reviewed but did not provide any additional information as the reported event involved infection. During the investigation process a review of the sterile certifications were found to be conforming with no applicable deviations. Devices were verified to have gone through an acceptable sterilization process following published guidelines. As there are no indications of product or process issues affecting implant safety or effectiveness, it is unlikely that the implanted products are the source or even contribute to the reported infection. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As no information is provided on the patient's medical history and the surgical technique, it is impossible to assess the relevance and the influence of these contributing factors. With the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.